Event description:
In (B)(6) 2017, the recipient reportedly experienced a hematoma at the implant site following head trauma. The recipient was treated with a compression bandage and cephalexin for 10 days which resolved the issue. In (B)(6) 2018, the recipient went to the emergency room due to an infection. The recipient presented with purulent secretion. The recipient was treated with vancomycin and underwent a surgical wash. The recipient was prescribed linezolid for 15 days. The recipient returned to the emergency room 3 days after finishing antibiotic treatment due to pain and mild hyperemia following another head trauma incident. The recipient was diagnosed with a hematoma and was treated with a compression bandage. The recipient has ceased device-use. The recipient is being monitored.

Manufacturer narrative:
The external visual inspection revealed the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. The device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Manufacturer narrative:
The recipient reportedly experienced edema and a continued infection at the implant site. The recipient's device was explanted. The recipient will be reimplanted at a later date. Additional details regarding treatment will not be provided. The recipient's site has healed.

Manufacturer narrative:
In addition to being treated with vancomycin and undergoing a surgical wash, the recipient reportedly also underwent a skin flap rotation.